Event description:
Blood glucose results of "118 mg/dl" with a lifescan meter and "159 mg/dl" on a laboratory device, performed with 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter and test strips were replaced.